Manufacturer narrative:
As reported, the physician positioned the 110 cm. 5 fr. Infiniti 145° pigtail catheter in the aorta from a radial approach and worked on positioning another catheter from the femoral approach. Bleed-back was noted at the proximal end of the catheter. Flushing and aspiration were performed but the bleed-back continued. The catheter was removed from the patient and three (3 each) random pinholes were noted near the luer hub. The catheter was replaced with another catheter and the procedure was completed successfully. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted. There was no reported problem flushing the catheter or leakage noted during flushing. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. A non- sterile cath f5 inf pig145 110 cm 6sh diagnostic catheter was received for analysis coiled inside a plastic bag. Per visual analysis, several holes were noticed on the catheter body shaft surface at around 10.4 cm from hub. Per visual analysis, holes seemed to be caused by burns. No other anomalies were found. A meeting was held with the pet team in order to review the complaint unit. By pet review, it was decided to intent to reproduce the failure mode observed. Also, it was decided to conduct a specialized ftir analysis on the unit in order to determine the temperature it was exposed to at the affected area. An investigation was conducted in the catheter assembly manufacturing process to determine whether the holes found in the unit could have potentially happened during assembly at cdm. An attempt to reproduce the failure mode was performed. However, no tools, equipment or product handling in the process were found that may be capable to cause this kind of defect in a regular process. Samples were introduced to the molding machine and were moved from the set position in an attempt to cause the failure, but the die just bent the body without any burn making it not possible to reproduce the defect. It was concluded that the defect is not related to any possible internal manufacturing failure mode. Also, the received catheter¿s body shaft was submitted for a differential scanning calorimetric (dsc) testing to further investigate the cause of the burn/ holes observed on the complaint unit received. During the dsc testing, the peak of melting was found to be on the expected range for a nylon 12 -based material thus indicating an adequate material performance, additionally it was also revealed that material had the ability to melt, crystalize and re -melt ruling out a potential material degradation. Moving forward, the visual inspection performed over the body revealed that pin-holes left a pattern on the surface which is similar to the braiding of the stainless steel wire allocated in between the two plastic layers of the body. Based on the analysis performed as part of the investigational report, it can be concluded that the pin-holes observed on the body could be caused by an overheating or large heating process of the braidwire allocated in between two plastic layers of the body which cause deformation and further melt of the plastic, finally this heating process probably occurred at or higher than 175° c. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event by the customer as ¿catheter (body/shaft) - puncture/cut¿ was confirmed due to the condition in which the product was received. However, the cause of the holes found on the catheter could not be conclusively determined during the analyses. According to the product IFU, users are cautioned to not expose the catheter to temperatures above 54°c (130°f) which may damage the catheter. Controls and inspections are in place to verify the catheters for any damaged conditions during the manufacturing process. Neither the analyses nor the device history record review suggest that the complaint catheter conditions are related to the manufacturing process. Therefore, no preventative or corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician positioned the 110 cm. 5 fr. Infinity 145 degrees pigtail catheter in the aorta from a radial approach and worked on positioning another catheter from the femoral approach. Bleed-back was noted at the proximal end of the catheter. Flushing and aspiration were performed but the bleed-back continued. The catheter was removed from the patient and three (3 each) random pinholes were noted near the luer hub. The catheter was replaced with another catheter and the procedure was completed successfully. There was no reported patient injury. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported problem flushing the catheter or leakage noted during flushing. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available.